Manufacturer narrative:
The electrodes were returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. During inspection of the electrodes, no defects were found. Normal discoloration indicated energy discharge; the device history is normal; high impedance can result from improper application; IFU emphasizes proper skin preparation and avoiding air pockets to prevent arcing and burns. The pads were scrapped after testing. No trend is associated with reports of this type.

Event description:
Complainant alleged that while defibrillating a 87-year-old male patient, sparks were emitted from the electrode pads leaving burns on the patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.